Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14047. It was reported, the pt was no longer receiving effective stimulation in his right leg and low back. An sjm rep met with the pt and reprogramming was unable to resolve the issue. X-rays were taken and showed the lead had migrated. The pt underwent revision surgery on (B)(6) 2012 where the physician repositioned the lead. The pt is now receiving effective stimulation.